Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: sept 13,2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection reveal that the plunger rod was partially advanced. The cartridge tip was damaged/bent in a way that may have occurred during shipping. Viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected, presenting with no damage; however, viscoelastic residue was identified which could have contributed to the complaint event. Device assembly was inspected, presenting with no issues; however, viscoelastic residue was below the lens module indicating an excessive amount may have been used. The plunger rod advancement was inspected and no issues were identified. Two lenses were received and it could not be determined which returned lens belonged to the complaint device; therefore, both lenses were evaluated. "Lens 1" was cleaned and presented with no issues. "Lens 2" was cleaned, presenting with damage to the edge of the optic body. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had difficulty loading/advancing. The cartridge cracked as the injector was engaged and pushing forward, causing the lens/haptic to be caught in the crack of the cartridge. Through follow up, it was learnt that there was no patient injury and no medical/surgical intervention was required. No further information is provided.